Event description:
It was reported the patient developed an infection. The lead was returned, analyzed and the subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and there was blood in/on the helix/lobe mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.